Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that: it was reported that the device shut down during use on a patient. The device was operated on internal battery then the reported shutdown of the device occurred. No patient injury was reported.

Event description:
It was reported that the device shut down during use on a patient. The device was operated on internal battery then the reported shutdown of the device occurred. No patient injury was reported.

Manufacturer narrative:
The log file, the description of event and additional requested information were available for investigation. Additionally, knowledge from similar cases were included. It was reported that the internal battery run time was shorter than expected and the device shut down. Based on the log file it can be confirmed that the device shut down which matches the reported event. As the device was running on internal battery prior to shut down a depleted battery was most likely the root cause. The run time stated in the instruction for use (IFU) refers to new, fully charged batteries. The savina 300 has batteries with lead-gel technology. If these batteries are used in alternating mode as reported (e.g. Inner-clinical transport), the service life is shorter due to technology. Furthermore, it cannot be excluded in the current event that the battery was pre-damaged and therefore of reduced capacity. If the savina is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. According to the user the device alarmed prior to shut down. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The battery was replaced, and the device is back in service.